Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the reported probe damage error. Instead the evaluation found the teflon pad damaged and lifted off the jaw, exposing metal underneath. There were also char marks on the probe and jaw area. Based on similar reports, a potential cause for mechanical and thermal damage to the teflon pad and jaw area is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unknown procedure, the device generated a probe damage error. There was no reported patient injury, and no report of the teflon pad or other device fragment falling into the patient.